Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was returned for analysis. One device was received without its original pouch, loaded inside the hoop. A visual examination of the returned device found coating scraped near the proximal end and the distal tip presents kinks. The wire presents two bends near to the distal end. The device presents teflon coat scraped at 15 cm from the proximal end (length of section scraped is about of 2 cm). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during an endovascular aneurysm repair treatment procedure, a guidewire issue occurred. The procedure was being performed to treat an abdominal aortic aneurysm. The amplatz s/s (B)(4) guidewire was inserted, when it was noted that the proximal end raveled. The procedure was continued with another amplatz guidewire. No patient complications were reported and the patient's status is good. However, returned product analysis revealed missing coating.